Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the his lead exhibited a rise in thresholds and had dislodged. It was noted that the physician was incapable of confirming complete engagement of the helix with the myocardium. The his lead was explanted and replaced. No patient complications have been reported as a result of this event.